Event description:
Customer reported a leak occurred when using the coulter lh 780 hematology analyzer. The leak was described as a leak of 50 ml of clear diluent by the laser box of the instrument. The leak was not contained. The operator was wearing a gloves, protective eyewear, and labcoat at the time of the incident. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument , confirmed the reported problem, and found a leak from sample line tubing at the bottom of the flow cell. The sample line tubing had become disconnected, causing the leak. The tubing was replaced, resolving the leak. No other issues were found. Identification of failure modes: the failure mode is related to the disconnected sample line tubing at the bottom of the flow cell. No erroneous results were generated in connection with the reported event. The failure mode identified is likely to impact differential and reticulocyte parameters; results could be flagged, un-flagged or non-numeric, depending on the severity of the leak. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).